Manufacturer narrative:
D3 - mfg establishment name- corrected one device was returned for analysis. Review of the event history log (ehl) showed multiple travel course errors. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the clutches. As a result, the clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming for occlusion. There has been no report of patient involvement.